Event description:
It was reported that during the implant procedure, there was difficulty extending the helix. The lead was not implanted. No patient complications were reported as a result of this event,.it was reported the lead was attempted but not used due to a non-extending helix. (B) (6)-2010 it was reported that during the implant procedure, there was difficulty extending the helix. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that the helix mechanism performed within specifications and that the outer insulation was breached.